Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified more than three curved openings and black particles in device outer surface. A leak test was performed which identified openings. A microscopic analysis was performed which identified two striated openings. Based on the device analysis the final assessment is more than three curved striated openings found, assessed as surgical damage.

Event description:
Healthcare professional reported a right side "rupture" with a tissue expander. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture" with a tissue expander. The device has been explanted.